Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure on a patient of unknown age, sex and weight. According to the complainant, after completing the procedure, the physician noticed the basket was no longer formed. Two wires were missing and assumed detached. The physician visualized the ureter under fluoro and determined that the wires were not inside the patient. It is unknown when or how the wires detached. The procedure was successfully completed using a second zero tip nitinol retrieval basket. Patient condition is unknown.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure on a patient of unknown age, sex and weight. According to the complainant, after completing the procedure, the physician noticed the basket was no longer formed. Two wires were missing and assumed detached. The physician visualized the ureter under fluoro and determined that the wires were not inside the patient. It is unknown when or how the wires detached. The procedure was successfully completed using a second zero tip nitinol retrieval basket. Patient condition is unknown.

Manufacturer narrative:
Analysis of the returned zero tip basket revealed the basket was attached to the device. This is not consistent with the complaint incident that the device basket was detached and the basket wires were broken. However, one (1) of the basket wires was bent. The outer sheath was kinked and torn. The distal end of the outer sheath was detached; however, it was present with the returned device. It is not possible to tell if the basket was torn through use or if it was torn in an effort to locate the basket that was assumed to be detached. There were kinks in the outer sheath. The most probable root cause for this complaint is operational context.